Manufacturer narrative:
Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is unknown. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2018, and the patient was discharged home.the following day the patient presented to the hospital with a fever and shivering. The patient did not have any "abdominal tenderness". The patient was admitted into the hospital, received intravenous (IV) antibiotics and was discharged the following day. There was no vaginal discharge present. The culture test results are unknown.

Event description:
On (B)(6) 2018 it was reported, "the swabs showed heavy growth of gbs and staph aureus. She recovered very well and she had a light period. I am staying in touch to see whether the ablation worked well for her". The infection resolved without any complications.